Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an atrioventricular shunt. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an atrioventricular shunt. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the balloon was unfolded which indicates it had been subjected to positive pressure. A visual examination identified a longitudinal tear in the balloon material. The tear was noted to begin approximately 7mm proximal to the proximal edge of the proximal markerband and extended distally across the balloon material for approximately 32mm. A visual and microscopic examination identified no issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were noted with the device during analysis.